Event description:
Caller reported that the indicated battery charge of the device dropped by 80% in a short period. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.